Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 5.2 cm fusiform abdominal aortic aneurysm approximately 28 months ago. The infra-renal angle was 51 degrees. The proximal aorta was 20-21.5 mm in diameter and 23 mm in length. Right iliac artery was 11-16-13 mm in diameter and the left iliac artery was 13-14 mm in diameter. The right femoral artery was 12.9 mm in diameter and the left femoral artery was 11.6 mm in diameter. The right and left iliac arteries were moderately tortuous with no stenosis. The circumferential aorta had 10% mural thrombus/calcification. The bifurcated stent graft was implanted from the right side and the contralateral limb from the left side. The proximal end of the graft was placed such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. Eight months post implant, a 50% right iliac stent graft stenosis was discovered. Pta stents were implanted to resolve the occlusion. The investigator assessed this event to be related to the study device but not the study procedure. No clinical sequelae were reported. A review of films from immediately post-implant and 16 months post implant was performed. The cause of the reported stenosis could not be determined, no obvious stenosis was visible in these images and there was little difference in the configuration of the right iliac stent graft when comparing the two studies. Films from the stenosis and secondary intervention event were not provided.

Manufacturer narrative:
Method: film. Results: occlusion/stenosis, unknown cause of occlusion. Conclusion: unknown cause of occlusion.